Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the first 26mm sapien valve was positioned in a 60/40 ventricular position, however, deployed 80/20 aortic. A post deployment echocardiogram showed moderate aortic regurgitation and a decision was made to implant a second valve. The second 26mm sapien valve was deployed 70/30 ventricular and embolized into the left ventricle. The patient was converted to open heart surgery where both valves were explanted and replaced with a surgical valve. The patient was noted to be stable at the end of the procedure. The patient¿s aortic valve was reported to be severely calcified, the aortic root was moderately calcified, the patient had mild mitral annular calcification (mac), the patient did not have ventricular septal hypertrophy and the ejection fraction was 55%. In addition, the image intensifier angle was noted to be fair, the coaxial alignment of the delivery system and valve was good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. Per report, after the case the physician attributed the events to inaccurate MRI measurements and the patient¿s annulus size which was too large for the 26mm valve. It was also noted that the patient had asymmetrical calcium on the rcc and ncc which was fused together. Imaging was not available for review to determine the cause of the event.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the embolization cannot be determined in the absence of imaging from the procedure; however, it is possible that patient (severe calcification of aortic valve, fused asymmetrical calcium on the rcc and ncc) and procedural factors (malpositioning of first sapien valve, suboptimal positioning of 2nd valve in the setting of an undersized valve ) caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.